Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there were scratches on screen make display difficult to read. It was stated that transmitter was not connecting, back button sticking and there were random no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No insulin flow blocked alarm or missing segments or partial display noted during testing. Device was programmed with test guardian 3 link and test plug simulator. Device communicated properly with glucose sensor simulator. No sensor anomalies were noted. Device sensor feature connection working properly. Device functioning properly during testing. Device receive with missing display window cover and cracked keypad at select button. (B)(4).